Event description:
It was reported that during a ptca procedure, difficulty was encountered withdrawing the liberte' monorail coronary stent delivery system following deployment. The lesion being treated was located in the mid left anterior descending (lad) coronary artery. Following successful deployment of the stent in the target lesion, withdrawal resistance was encountered. The physician was able to successfully remove the delivery device and the procedure completed with this device. No patient injuries or complications were reported. Patient status is reported as "okay".

Manufacturer narrative:
The complainant indicated that the stent was implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.